Event description:
It was reported that a balloon rupture occurred. A 4.0mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During first inflation, it was noted that balloon ruptured at 6atm for a few seconds. The device was removed without any problem using the normal method. The procedure was completed with the use of another of the same device. No patient complications were reported and the patient status was good post procedure.